Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Review of the most recent checklist determined the device failed the rotation check. The connection between drive and locking mechanism missing. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery reciprocating saw attachment overheated and stopped suddenly. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.